Event description:
Patient with history of end-stage dilated cardiomyopathy s/p heartmate ii implantation in (B)(6) 2013. His post-lvad course has been complicated by episodic elevations in his ldh concerning for occult pump thrombosis and resulting in a higher inr goal of 2.5-3.5, who was admitted (B)(6) 2016 with an ldh of 930, concerning for acute pump thrombosis and treated with IV bival monotherapy. However in the days since admission he has had a number of power spikes on this vad despite being on bival and continued rise in ldh. Patient stated he has was completely asymptomatic through all this. Cardiac surgery service was consulted and patient underwent vad exchange on (B)(6) 2016 for pump thrombosis.